Manufacturer narrative:
The device has not been evaluated.

Event description:
It was reported that allegedly the ambulance cot broke free during an ambulance accident. It was reported that the driver of the ambulance lost control of the vehicle, struck an earthen berm, and then rolled the ambulance. It was alleged that the tubular frame of the cot broke and became free of the fastener causing the patient and cot to be tossed about the ambulance cabin. It was alleged that the patient suffered injuries from this event that led to their death.

Manufacturer narrative:
Actual device has not been evaluated.

Event description:
It was reported that allegedly the ambulance cot broke free during an ambulance accident. It was reported that the driver of the ambulance lost control of the vehicle, struck an earthen berm, and then rolled the ambulance. It was alleged that the tubular frame of the cot broke and became free of the fastener causing the patient and cot to be tossed about the ambulance cabin. It was alleged that the patient suffered injuries from this event that led to their death.